Event description:
Additional information received indicated the infection was identified by pocket discharge and redness. Additionally, the infection was confirmed by a culture test. Antibiotics were administered to resolve the infection and the patient was in stable condition.

Event description:
It was reported that the device was explanted due to infection. It is unknown if the infection was related to the device or the implant procedure. Additionally, it is unknown how the infection was resolved. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was explanted due to infection. It is unknown if the infection was related to the device or the implant procedure. Additionally, it is unknown how the infection was resolved. The patient was in stable condition.